Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and high capture thresholds. The patient experienced a syncopal episode. The plan is further evaluation and reprogramming optimization. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and high capture thresholds. The patient experienced a syncopal episode. The plan is further evaluation and reprogramming optimization. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead recorded a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms. This caused loss of capture (loc) and possibly contributed to the reported symptoms, the syncopal episode, brain bleed and low heart rate at approximately 20 beats per minute (bpm). A lead revision procedure is expected to be performed in the near future. No additional adverse patient effects were reported. This rv lead remains in service.